Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ((B)(4), awareness date 19-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Consumer reported that she started to get very tired, gained unexplained weight, her skin had faded to a greyish hue, fatigue, severe mood swings, excessive pain in random spot all over her body, specially hips and joints, iron deficiency which needed iron supplements for, vitamin d deficiency which required vitam d supplement, migraines that would keep her in bed for days, the pain was unbearable and she would get very heavy very painful periods that lasted 15 to 34 days with one or two days between each cycle. In (B)(6) 2014 she had a hysterectomy performed. Since then all her pain was gone, her skin colour was back, she never get migraines, her kids have their mother back without the mood swings and she lost weight. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having very heavy periods that would last 15-34 days. She underwent a hysterectomy 2 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion menses pattern changes may occur. Given the nature of this event, positive temporal relationship and the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 13-jul-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("very heavy periods that would last 15-34 days / excessive and abnormal bleeding during menstruation") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("excessive pain in my hips"), migraine ("terrible migraines that would keep me in bed for days / pain was unbearable"), fatigue ("started becoming very tired/ fatigue"), weight increased ("gaining unexplained weight"), skin discolouration ("my skin over the next 2 years had faded to a greyish hue"), mood swings ("severe mood swings"), pain ("excessive pain in random spots all over my body"), the second episode of arthralgia ("excessive pain in joints especially"), iron deficiency ("iron deficiency"), vitamin d deficiency, dysmenorrhoea ("very painful periods / severe abnormal menstrual pain"), polymenorrhoea ("with one or two days between each cycle.") And hypersensitivity ("allergic reaction"). The patient was treated with surgery (on about (B)(6) 2015, she underwent a total hysterectomy) and surgery (underwent a total hysterectomy). In 2014, the migraine, weight increased, skin discolouration, mood swings, pain and the last episode of arthralgia had resolved. At the time of the report, the pelvic pain, menorrhagia, fatigue, iron deficiency, vitamin d deficiency, dysmenorrhoea, polymenorrhoea and hypersensitivity outcome was unknown. The reporter considered dysmenorrhoea, fatigue, hypersensitivity, iron deficiency, menorrhagia, migraine, mood swings, pain, pelvic pain, polymenorrhoea, skin discolouration, vitamin d deficiency, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results: on about (B)(6) 2012, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events excessive and abnormal bleeding during menstruation, chronic pelvic pain, and allergic reactions were added. Product start date was updated. Indication was added. Reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.